Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the basal program was updated on (B)(6) 2025. The audit log files showed that insulin delivery was suspended through interaction with the controller and multiple dialog boxes and menu options were interacted with to change the basal program, save it, and resume insulin delivery. The patient history buffer data showed that prior to these interactions, the manual basal program was set to 1.35 u per hour for 24 hours. After the interactions, the manual basal program was set to 24.5 u per hour for 24 hours. The system continued to operate with this basal program until after the reported hospitalization, when the basal program was changed back to 1.35 u per hour on (B)(6) 2025. Evidence of interaction with the controller was found to program the reported basal program. No evidence of an unexpected basal program change was observed in the available logs. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the hospital due to hypoglycemia on december 4, 2025. During the period of 5 to 24 hours while using the pod, the patient's blood glucose levels fell to 3 mmol/l (54 mg/dl). Reported symptoms included dizziness and loss of consciousness. The patient underwent intubation, and the pod was taken off before being transported to the hospital by paramedics. Details regarding the treatment administered during the hospital stay were not reported. The patient was discharged 7 hours later. She reported that she had not altered any settings on her omnipod 5 personal diabetes manager, and the device was incorrectly delivering a basal rate of 25.4 units per hour.